Event description:
The customer reported that a pt received second degree burns during a reconstructive surgery of the digestive tract. The burns were described as 2nd degree, 6x4 cm and occurring in both gluteus, appearing almost symmetrical. A non-covidien return electrode had been positioned on the pt's left thigh. The burns were detected 48 hrs after the procedure by nursing staff.

Manufacturer narrative:
(B)(4). The site was uncertain which of the two generators was used in this procedure. Therefore, they returned both units and they are currently under investigation. The serial numbers for the two units are (B)(4) and (B)(4). When the unit evals are complete, a f/u report will be submitted.